Manufacturer narrative:
(B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: hi mg/dl (greater than 600 mg/dl) on meter with serial number(B)(4) and 113 mg/dl on meter with serial number (B)(4) no adverse event reported. Requested return of suspect device and strips, and replacement was sent.